Event description:
It was reported that on (B)(6) 2010 the patient collapsed and was unconscious. The patient was taken to the emergency room and monitored. The device was not able to be interrogated and it was presumed the device had reached end of life. At the last prior checkup on (B)(6) 2010 the device had an estimated longevity of 7 months with a range of less than 1 to 15 months. The physician is questioning why end of life occurred without 3 months of elective replacement indicator behavior. The device was explanted and replaced. No further complications have been reported as a result of this event. (B)(6) 2010 - returned device with same information.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4). Preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.